Event description:
Additional information received indicated the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead (connector end) was returned in one piece. Lead impedance test could not be performed due to as received damaged lead. X-ray examination found a possible fracture of the inner coil adjacent to the connector boot. Lead was bent in this location. Sem analysis confirmed that all four filars of the inner coil were fractured. The reported events of high pacing lead impedance, high pacing threshold and lead damage were confirmed. The cause of the reported events was isolated to the fracture of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance was observed on the left ventricular (lv) lead. Lead damage was suspected, but could not be confirmed to be the cause of the event. Lead replacement is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.